Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator had a constant disc/sense alarm which was caused by a faulty turbine. It is unknown if the ventilator was connected to a patient when the reported problem occurred.